Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post cryo ablation procedure, during a clinic visit, the patient complained of dyspnea. Upon examination, latent left phrenic nerve palsy (pnp) was diagnosed. The case was completed with cryo. It is unknown if the patient's phrenic nerve palsy recovered. No further patient complications have been reported as a result of this event.